Event description:
Additional information has been requested and received stating that the iol was explanted and exchanged with a piggyback lens.

Manufacturer narrative:
Additional information has been provided in b.5., d.6.b., h.3., h.6., and h.10. The product was not returned. Two photos were provided. Both showed the same image with different lighting. Both were photos of implanted single-piece iol. Unable to recognize the reported opacity in either of the two photos. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Review of the provided photos could not determine the area of interest. Information was provided that the original lens was implanted in 2018. Due to difficulty trying to remove the lens, a piggyback lens was placed for the myopic outcome. The surgeon indicated that the noted the opacity wasn¿t as bad in surgery as it appeared through the slit lamp. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that "yesterday, while I was in surgery with doctor, he had a patient scheduled for an iol exchange from an company monofocal iol to have exchanged for a panoptix toric lens. The patient originally had a lens implanted in 2018 by another surgeon not in the area. Patient had a very myopic outcome from the surgery in 2018, & doctor also noted opacity on the iol when viewing though the slit lamp." Also, "during the surgery yesterday, doctor was unable to safely remove the iol due to bag integrity. He noted the iol was really cocooned in the bag. He ended surgery without removing iol & told the patient they would re-group for a future plan to come back to surgery on another day to do add a piggyback iol & correct residual astigmatism. Dr noted the opacity wasn¿t as bad in surgery as it appeared through the slit lamp. Additional information has been requested and received the patient information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).